Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
An investigation was performed in response to a complaint of error 2300 s. Loader step feed failure on the aia-900 instrument. At the customer site a tosoh field service engineer (fse) observed that the x1 and x3 sensors became out of alignment, cause is unknown but suspected that the rack jam caused the belt to slip. The fse realigned the x1 and x3 sensors successfully. In conclusion, this investigation confirmed a failure of the tosoh aia-900 to meet specifications or intended use.

Event description:
The reported error 2300 has been determined to be a reportable malfunction to the FDA based on delay in reporting of patient results for estradiol (e2) analyte.